Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. Upon arrival at customer's site, the fse cleaned out the incubator to correct issue. The customer ran controls with no issues. No other issues were observed. A complaint and service history review was completed for serial number (B)(4) from (B)(4) 2015 through (B)(4) 2016 for similar complaints. There was one complaints reported during this time period that was similar to the present issue. The probable cause of the event was beads on the incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported pickup failure/nozzle side with their aia-600ii analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.